Manufacturer narrative:
Exact date is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the variable angle (va) locking screw changed its direction. The patient had a distal radius surgery with a va locking compression plate (lcp) two-column volar distal radius plate and va-locking screw on (B)(6) 2019. A post-operative x-ray was taken on (B)(6) 2019, revealed that the screw changed its direction considerably. The screw was not broken and the surgeon wants to know the possible reason for this event. Patient outcome is unknown. Concomitant device: plate (part unknown, lot unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).